Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 448 mg/dl at the time of the incident and was treated with manual. The customer stated that the infusion sets were sticking in the serter. The customer stated that the entire day their blood glucose were running extremely high and they had eaten very little and that should not be happening at all. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer had a backup plan available. The customer reported that the drive support cap appeared normal or slightly indented. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. The customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime or fill tubing with current set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test.